Manufacturer narrative:
The interface cable for the imaging system was returned to the manufacturer for analysis. Analysis found confirmed the reported problem. Visual inspection showed the cable has nylon fraying but the fraying did not affect the functionality of the cable as it passed gbit/100t/continuity tests.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the reported issue. The umbilical/interface cable was frayed at the connection near the mobile view station (mvs). The cable was replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect cable has been returned to the manufacturer for evaluation, however results are not available at this time.

Event description:
A medtronic representative reported that while outside of a procedure, while system trouble shooting, it was observed that the umbilical/interface cable was damaged. There was no patient present when this issue was observed.